Event description:
Complainant alleged that the clinicians were attending a patient who was undergoing an e.p. Study. During the study the patient presented a ventricular tachycardia heart rhythm. The clinician attempted to cardiovert the patient using electrodes with the device, but the device would not discharge the 200 joule shock. The patient's heart rhythm was spontaneously converted on pt's own. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.